Manufacturer narrative:
Device history review, complaint investigation, and conclusion will be communicated in a follow-up submission.

Event description:
It was reported that while performing non-invasive cardiac output measurements in the edwards (ew) service center located in (B)(6) for training/demonstration purposes (e(B)(4)), the ew technical service representative(s) observed the following: the portion of the heart reference sensor which is attached to the clear sight sensor easily fell off its designated position (at the top of the clearsight sensor) when the patient¿s arm moves. This circumstance may possibly result in incorrect cardiac output values being shown on the monitor¿s display with the possibility of the operator failing to become aware of the ¿finger clip¿ falling off. Additionally, it was noted that should the finger clip fall down, no error message is displayed on the monitor¿s screen. After the finger clip fell down during this event, the displayed blood pressure was approximately 23mmhg lower and the co 10% higher. There was no patient compromise noted as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation. The subject complaint occurred during a product demonstration. Review of the device history record did not show any deviations or other factors that could have contributed to the reported event.